Manufacturer narrative:
Investigation results: the visual inspection shows that the scope washer tubing (out of cannula) broke and separated from the c-ring. In addition, it was observed that the c-ring was fully retracted inside the cannula and that the c-ring support wire was still attached to the c-ring. It is clear that the customer's reference to the "bisector" was a naming error and was meant to reference the c-ring since the bisector was found to be intact and functioning normally. The customer complaint is confirmed.

Event description:
The hospital reported that during a saphenous vein harvesting procedure, the end of the bisector broke off in the tunnel. The piece was retrieved without any further issues. The procedure was completed with a replacement device. No other patient complications were reported.